Manufacturer narrative:
(B)(4). Analysis results are pending and will be reported when they become available.

Event description:
It was reported on (B)(6) 2010, a non-critical alarm occurred but was not confirmed by telemetry. The pt was asymptomatic. On (B)(6) 2011,the pt had symptoms of an underdose and increased pain. On (B)(6) 2011, returned product was received. It was reported (B)(6) 2011 that the pt's concerns were resolved. Add'l info has been requested, and will be reported on f/u if it is received.